Event description:
Pump declared altitude alarm 21, but there was no adverse impact to customer¿s blood glucose level as it did not exceed 500 mg/dl. Insulin delivery was temporarily suspended due to the alarm condition, and the customer followed instructions to gently clean speaker holes and handle the pump¿s cartridge. After these actions, insulin delivery resumed without further issues. Pump returned to normal operation, and technical support provided preventative tips for future altitude alarms.